Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and was able to confirm the reported issue. The fse performed a troubleshot and repaired the system utilizing service bulletin. The fse found leak on back side of disconnect valve in the hospital cart. To fix this issue, the fse replaced o-ring on the quick disconnect fitting, at front of unit console as a precautionary measure. Additionally, the fse detected evidence of potential service outside of the warranty agreement. The fse reassembled the iabp and completed calibration, functional and safety checks to meet factory specifications. The unit is functioning correctly at this time and has been returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The iabp unit was using an excessive amount of helium. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.